Manufacturer narrative:
D4 is reflective of all currently available information no further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient reported beeping while attached to the mobile power unit (mpu). The log file captured multiple odd power cable disconnects and no external power alarms while the patient was connected to the mpu. The system continued to operate at the set speed and was supported by the backup battery until the external power was restored.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of no external power alarms while connected to the heartmate mobile power unit (mpu) was confirmed via the submitted log files. On 03sep2025 and 09sep2025, multiple power cable disconnect and low voltage hazard alarms were captured while connected to the mpu. On 03sep2025 21:50:04-21:50:07, 07sep2025 10:40:14-10:40:17, and 09sep2025 19:55:51-19:55:54, the log file captured low voltage hazard and power cable disconnect alarms due to losses in power while connected to the mpu. The alarms resolved when power was restored. The backup battery supported the system during the loss of power events without issue. The power cable disconnect, low voltage hazard, and no external power alarms did not impact the system controller¿s ability to support the pump. Multiple attempts were made to obtain additional information regarding the serial number of the mpu, patient consequences associated with the event, if the mpu had a v-lock connector on the ac power cord, if the ac power cord came loose from the wall outlet or the back of the unit, if there were any environmental circumstances that would have affected ac power at the time of the event, if the mpu will be returned, and if the cause of the low voltage alarms was known; however, no additional information has been provided and to date, the mpu has not been received for further analysis. A root cause for the reported event was not conclusively determined through this analysis. Device history records could not be reviewed due to the serial number of the heartmate mobile power unit (mpu) not being reported. The current revision of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU, heartmate 3 patient handbook, are currently available. Section 7 of the IFU, entitled ¿alarms and troubleshooting¿, provides instructions on how to interpret and troubleshoot power cable disconnect, low voltage hazard, and no external power alarms. Section 3 of the IFU, entitled ¿powering the system¿, instructs the user to transfer from the mobile power unit (mpu) to another power source should there be a power failure. The system controller¿s backup battery will temporarily support the pump while transferring. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of no external power alarms while connected to the heartmate mobile power unit (mpu) was confirmed via the submitted log files. On (B)(6) 2025, multiple power cable disconnect and low voltage hazard alarms were captured while connected to the mpu. On (B)(6) 2025 21:50:04-21:50:07, (B)(6) 2025 10:40:14-10:40:17, and (B)(6) 2025 19:55:51-19:55:54, the log file captured low voltage hazard and power cable disconnect alarms due to losses in power while connected to the mpu. The alarms resolved when power was restored. The backup battery supported the system during the loss of power events without issue. The power cable disconnect, low voltage hazard, and no external power alarms did not impact the system controller¿s ability to support the pump. Multiple attempts were made to obtain additional information regarding patient consequences associated with the event, if the mpu had a v-lock connector on the ac power cord, if the ac power cord came loose from the wall outlet or the back of the unit, if there were any environmental circumstances that would have affected ac power at the time of the event, if the mpu will be returned, and if the cause of the low voltage alarms was known; however, no additional information has been provided and to date, the mpu has not been received for further analysis. A root cause for the reported event was not conclusively determined through this analysis. The device history records were reviewed and the records reveal that the mobile power unit, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The current revision of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU heartmate 3 patient handbook are currently available. Section 7 of the IFU, entitled ¿alarms and troubleshooting¿, provides instructions on how to interpret and troubleshoot power cable disconnect, low voltage hazard, and no external power alarms. Section 3 of the IFU, entitled ¿powering the system¿, instructs the user to transfer from the mobile power unit (mpu) to another power source should there be a power failure. The system controller¿s backup battery will temporarily support the pump while transferring. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was received that the patient stayed at a hotel at the time of the event and it was determined that the mobile power unit (mpu) had a loose connection when plugged into the wall and once the patient moved it to another outlet, the issue resolved. The mpu had a v-lock connector and once the patient went home, the low voltage alarms had resolved and did not reoccur.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.